Event description:
On march 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to a transmitter replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.